Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. On (B)(6) 2014, the lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.